Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dysfunction occurred. When the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the patient¿s body there was noise on signals. The cable was changed but the issue continued, the issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. It was also reported that at the end of the procedure, when the catheter was removed, blood return occurred from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve. As this was the end of the study, there was no need to troubleshoot the event, and the study was ended as it was. The procedure was completed without patient's consequence. The customer¿s reported noise/signal issue with the thermocool® smart touch® sf bi-directional navigation catheter is not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. This event has been assessed as MDR reportable for the hemostatic valve malfunction.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on (B)(6) 2020, the product investigation was corrected to include the following information which was inadvertently omitted: ¿no damage to the hemostatic valve was detected.¿

Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve dysfunction occurred. It was reported that at the end of the procedure, when the catheter was removed, blood return occurred from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve. As this was the end of the study, there was no need to troubleshoot the event, and the study was ended as it was. The procedure was completed without patient's consequence. Device evaluation details: on 9/10/2020, the bwi product analysis lab received the complaint device for evaluation. The device was visually inspected and it was found with several kinks in the shaft. Per the complaint, the device was connected to the cool flow pump and no irrigation/leakage issues were detected. A device history record was performed for the finished device number and no internal action related to the complaint were found during the review. The customer complaint regarding the hemostatic valve issue cannot be duplicated. The kinks found can be related to the handling of the product during shipping. The device is working in specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).